Manufacturer narrative:
The manufacturer did not receive the devices for investigation. Three pictures and implantation report was provided. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. Note: the actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Durasul cocr head (B)(4) are marketed in USA, and therefore this report was filed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported that the patient was implanted a protasul, s30 head, l, 28/+4, taper 12/14 on the right side on (B)(6) 2007. X-rays were taken 7 years post op. After 2 more years, the insert was totally damaged and patient was revised on (B)(6) 2016.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of available information: -product experience report (per) the per states that the pe clstm cup insert was radiographically inconspicuous at the 7 years post-operative check and 2 years later it is totally broken. It is also indicated that the returned devices were disinfected by autoclaving. -shelf life of pe clstm cup insert the pe clstm cup insert was accepted into final stock in february 2003 and implanted in (B)(6) 2007 resulting in a shelf life of approximately 4 years and 7 months. -surgical reports the received original surgical report of the implantation performed on (B)(6) 2007 was written in french. Relevant sections were translated to english and summarized below: (it has to be considered that the summary is based on the language knowledge of the investigator, who is not a professionally trained translator.) The diagnosis section states a secondary coxarthrosis on the right with chondro-calcinosis. The intervention is a total arthroplasty of the right hip with an uncemented cls stem. The incision is made according to moore and the joint is opened to the joint capsule. After the femoral head is dislocated, osteoarthritis is shown with substantial absence of cartilage over the entire head and acetabulum. There are also some free intraarticular fragments. The whole area is very inflamed and bleeds easily. The femoral head is resected about 1 cm above the lesser trochanter with an oscillating saw. The acetabulum is prepared using increasing rasps until no. 44. The final clstm expansion cup no. 44 is placed and expanded without difficulty. The pe clstm cup insert is placed with an inner diameter of 28, which is screwed in without problem. Back to the femoral diaphysis, different rasps up to size 6 are used with the last one stucking well. Based on the radiographically seen narrowness of the femur, it is not rasped further. The definitive stem cls 135° no. 6 is implanted, the standard test head is placed and the reduction of the prosthesis is performed. It is seen that there is relatively large piston effect (vertical play of movement). Therefore it is decided to change the test head by a head size +4. With this, there is still a piston effect, but probably due to the fact that the patient is relaxed and the muscles are not very toned. Despite this, it is stable for flexion in neutral hip abduction and requires internal rotation to 65° before the head begins to dislocate. The final protasul®-s30 head ø28/+4 is placed, the hip is repositioned and the stability is shown identical to that with the test head. Finally, the wound is cleaned and closed. The discrepancy in size of the clstm expansion cup between ø46 as shown on the product stickers and ø44 as stated in the surgical report is assumed to be a typo in the surgical report as the received part is a clstm expansion cup ø46. -x-rays: three different x-rays were received in jpeg format. Based on the file name it is assumed that one was taken during the 7 years post-op check. This x-ray shows a pelvis overview in ap with the implanted prosthesis on the right hip and is radiographically inconspicuous. It was used to measure the inclination angle which is approximately 60°. The anteversion was estimated with the help of x-ray templates and lies between 25° and 30°. The other two x-rays (pelvis overview and right hip in ap) show a clear cranial displacement of the head within the cup. Therefore it is assumed that these two were taken shortly before the revision surgery. The ap x-ray of the right hip does not provide additional information. When comparing the two ap pelvis overview x-rays no obvious bone changes can be observed. Investigation results: -visual examination: one of the six anchorage flanges of the clstm expansion cup is inwardly deformed. This is most likely from the removal. The anchorage surface shows numerous remains of bone attachments. The inside of the cup exhibits some polished zones at the center and some bone attachments next to the threaded zone. Some coarse damage can also be observed on the thread of the cup which most likely derived from the revision surgery. The pe clstm cup insert is heavily damaged e.g. Cuts from the revision surgery and some parts along the rim are detached. The detached parts were also received for investigation. The articulation surface is worn and layer delamination as well as cracks can be observed. The surfaces where the parts are detached show a structure pointing to removal damage, similar to one caused by a saw. The anchoring side of the insert also shows signs of delamination especially in the threaded region and several cracks in the pole region. In the threaded region some slight metal traces in form of particles can also be observed. In the pole region of the anchoring side the original manufacturing marks can be recognized. The articulation surface of the protasul®-s30 head shows numerous fine scratches and some milky areas where the density of scratches is higher. In one area close to the equator the scratches are coarse. They probably derived from the revision surgery. Overall the articulation surface as well as the taper are inconspicuous. -wear estimation: it was not possible to perform a 3d wear measurement due to the damage of the pe clstm cup insert. The thickness of the insert was checked with a caliper (ID mt 1503) in the worn area. The difference between the minimal measured value and the original thickness according to product drawing results to approximately 1.4 mm resulting in a theoretical annual wear rate of approximately 0.16 mm for the time in vivo. Conclusion: the received components were revised after approximately 8 years and 10 months in vivo due to radiologically visible head displacement. It can be confirmed that while the 7 years post-op x-ray is radiographically inconspicuous, the x-rays taken approximately two years later show a clear displacement of the head within the cup. The displacement seen on the x-rays is the result of wear that can be observed on the articulation surface of the pe clstm cup insert. A theoretical annual wear rate of approximately 0.16 mm for the time in vivo was estimated. For conventional pe inserts with diameter 28 or 32 mm paired with metal heads linear wear rates of 0.1 to 0.3 mm per year were measured. Taking in consideration that the 7 years post-op x-ray was inconspicuous and therefore the wear possibly occurred in the last two years of time in vivo the above wear findings in this case could be considered elevated. The insert shows layer delamination as well as cracks which can be attributed to material embrittlement due to oxidation which may take place during storage and in vivo with the oxygen containing body fluids. The material embrittlement in combination with mechanical stress can lead to cracking underneath the surface and delamination. The 7 years post-op ap x-ray was used to measure the inclination and anteversion which is approximately 60° for the inclination and 25° and 30° for the anteversion. The surgical technique of the clstm expansion cup states an implantation into the acetabulum with an anteversion of 15° to 20° and an inclination of 45°. It has to be considered that the inclination angle of the cup was higher than recommended. Literature shows that positioning of the cup outside the specified range could increase wear of the articulating surfaces and reduce their life time. In conclusion it could be hypothesized that the combination of a steeper inclination angle and the oxidation of the polyethylene could have contributed to the wear on the insert finally leading to the revision surgery. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. References: semlitsch m, willert hg. Clinical behaviour of uhmw polyethylene cups paired with metal and ceramic femoral heads in comparison to metal-on-metal pairings of hip joint replacements. Proc inst mech eng [h]. 1997; 211(73). Elena maria brach del prever, alessandro bistolfi, pierangiola bracco, luigi costa uhmwpe for arthroplasty: past or future? J orthopaed traumatol (2009) 10:1¿8, doi 10.1007/s10195-008-0038-y published online: 24 december 2008. Cls® spotorno® hip cup, surgical technique lit.no. 06.01296.012 ¿ ed. 06/2006 wl. Zhinian wan, md, myriam boutary, bs, and lawrence d. Dorr, md, the influence of acetabular component position on wear in total hip arthroplasty the journal of arthroplasty vol. 23 no. 1 2008. Shantanu patil, arnie bergula, peter c. Chen, clifford w. Colwell, jr. And darryl d. D'lima, polyethylene wear and acetabular component orientation j bone joint surg am. 2003;85:56-63. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).